Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 2005. Revision due to pain and osteolysis.

Manufacturer narrative:
In a review of the labeling it is a known that a device specific risk is osteolysis and pain is a known specific risk of joint replacement surgery. A malpositioned component may increase the probability for impingement, disassociation, dislocation, wear and revision surgery. It is a known risk of joint replacement devices that there may be subsequent revisions or surgical interventions. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of osteolysis and pain, with the subsequent surgical revision it is most likely related to the patient's underlying conditions to include previous hip maladies. This device is used for treatment, not diagnosis. With out catalog or serial numbers unable to provide d4. Information include expiration date & h4. Without catalog numbers, unable to provide g5. No device evaluation pending

Event description:
It was reported that a patient experienced a revision surgery due to osteolysis and pain. The patient presented with hip pain, the surgeon attributed this pain to osteolysis. The femoral head and acetabular liner were replaced. The patient had the initial surgery in 2005, with another surgeon in another state, information was not obtainable. The gxl wear created a lot of poly wear and osteolysis deteriorating the patient's bone and caused pain. There is no allegation of device malfunction. No additional information has been provided. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00482.